Event description:
The patient had a left breast breast reconstruction. The breast tissue expander spontaneously deflated. The exact date that the expander began to deflate is unknown. The patient returned to surgery approximately 1.5 months later to have the breast tissue expander replaced. The deflated expander was returned to the manufacture per the manufacturer's request.device #1is this a laboratory device or laboratory test?no.